Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - prolapse; mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, and was advised in (B)(6) 2013, by the physician, that the mesh had eroded in her vagina. Immediately after having the device implanted, the patient experienced pelvic pain and bleeding. Also, she has had trouble urinating, pelvic pain on an ongoing basis and has had numerous infections. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to repair or remove the mesh. Attempts to remove the mesh to date have been unsuccessful and the patient continues to live in pain. The patient has sustained permanent and debilitating injuries and continues to experience problems with prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, discharge, incontinence and incomplete bladder emptying. It was reported that patient underwent mesh excision of exposed vaginal mesh and resuture of posterior vaginal wall on (B)(6) 2013 by dr. (B)(6).